Event description:
It was reported that the patient presented for a system implant. During the procedure the right atrial lead exhibited noise once connected to the pacing system analyzer. Continued noise was noted on the lead after being reinserted into the header and the pacing system analyzer cables were changed. The right atrial lead was removed and replaced. The patient was stable throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.